Manufacturer narrative:
The data logs and clinical account were analyzed. No product was returned for analysis. There was a manufacturing review done which reveals no other complaints of this failure mode against this lot of pumps. The root cause of the bleeding could not be determined as no product was returned. No corrective action will be taken as the root cause was unable to be determined. (B)(4).

Event description:
A (B)(6) male was admitted for a high risk angioplasty, with an impella 2.5 placed at the left femoral artery for hemodynamic support. The plan of care was to perform atherectomy and drug eluting stenting to the left main, left circumflex, and left anterior descending arteries. The patient's access site of the left femoral artery was observed to be bleeding, after approximately two hours of support due to patient movement on the procedure table. The movement had caused the impella's sheath to back out of the arteriotomy. The team was unable to advance it further into proper position. Cardiac drugs and blood products were infused as his condition deteriorated. The fellow also began to hold pressure at the access site to remedy and reduce the blood loss and hematoma development. Vascular surgery was consulted and the team did contralateral ballooning from the right femoral artery to close the bleed access site. The impella 2.5 was explanted and a 12fr sheath was placed in the left femoral artery.